Event description:
Lead management case to extract two cardiac leads to to cied system/pocket infection. While lasing on the ra lead with an sls a tear occurred in the right atrium.

Event description:
Lead management case to extract two leads due to cied system/pocket infection. While lasing on the ra lead with an sls a tear occurred in the right atrium. The patient's blood pressure crashed and a pericardiocentesis was performed. The physician continued the extraction of the rv without additional adverse event. Bleeding continued from the ra tear and a sternotomy was performed repairing the ra tear. The patient survived the intervention.